Event description:
The customer contacted abbott regarding failed calibration for the axsym rubella igg assay, where error code 1048 (calibration check failure, cal a/b, ratio too large) was generated. The customer performed various troubleshooting procedures and was advised to replace bulk solution # 1 and attempt recalibration. Recalibration failed, and the abbott rep visited the customer facility with a new lot of rubella calibrators. The abbott rep attempted a master rubella calibration and obtained error message 1048 (calibration check failure, cal a/b, ratio too large). The customer was sent a new lot of rubella reagent and master calibrators. There was no impact to pt management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.